Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Preventive maintenance performed and system met specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows three successfully performed treatments. The reported treatment could be identified in the logfile. The reported treatment was cancelled by the device four times due to the following message during beam control check (before lasering). Afterwards, the user performed an energy check and ablation check and reloaded the patient data again. Beam control check was completed without any issues. The logfile shows that the beam control check for right eye was conducted about three minutes and six seconds before laser fired instead of immediately before firing. Treatment for right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. Root cause could not be identified conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flap was extremely thin, inferior part the flap was not cut at all, and noted the presence of vertical gas breakthrough within the flap with no patient harm in the patient's right eye, during lasik surgery.